Event description:
It was reported that the physician attempted to stent the left superficial femoral artery (sfa) in a crossover procedure using an xceed stent. The lesion was heavily calcified and the common iliac had heavy tortuosity. The lesion was pre-dilated with a 5 x 60 fox balloon. The xceed stent was advanced to the target lesion and partially deployed. The handle would not turn any more. The operator manipulated the xceed handle and manually unsheathed the stent until it fully deployed in the target lesion. There was no patient effect. The device will not be returning.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.